Event description:
It was reported that the pump battery could not be charged with a non-tandem wall adapter and charging cable. There was no adverse impact to the customer's blood glucose. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.